Event description:
It was reported that during oa aneurysm embolization case, when operator delivered the subject guidewire but the subject guidewire could not be rotated. The subject guidewire was withdrawn together with the microcatheter and found 20cm from tip of guidewire was fractured. The subject guidewire was replaced with a new guidewire and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 gtin: corrected to ¿(B)(4).' D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿updated. G4 PMA/510(k) ¿ corrected to. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned subject guidewire device revealed the nitinol tubing of the subject guidewire was separated from the core wire at the proximal bond and there was some peeling noted to the ptfe (polytetrafluoroethylene) coating. The subject guidewire distal tip was seen to be shaped, and the core wire distal end was observed through the distal tip dome the returned torquer and its internal parts were intact. Functional inspection could not be performed as the subject guidewire was broken/fractured. The reported ¿guidewire broken/fractured during use¿ was confirmed during analysis. The reported ¿guidewire torque problem¿ could not be duplicated during device analysis; however, the analysis results are consistent with the reported event. The subject guidewire device failed to meet specifications when received for complaint investigation, based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the operator delivered a subject guidewire, but it could not be rotated. The operator withdrew the subject guidewire together with microcatheter out and found 20cm from tip of the subject guidewire was fractured. Additional information provided by the customer states that the subject guidewire device was prepared for use as per the directions for use, the subject guidewire device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. As the subject guidewire device was returned, and the nitinol tubing was noted to have separated from the core wire at the proximal bond and there was some peeling noted to the ptfe coating. It is probable that the guidewire may have been subject to stresses as a result of the tortuous nature of the patients anatomy, causing the distal nitinol tubing to resist torqueing/rotating and the subsequent separation of the nitinol tubing at the proximal bond. An assignable cause of procedural factors will be assigned to the reported ¿guidewire broken/fractured during use¿ and ¿guidewire torque problem¿ and to the analyzed ¿guidewire broken/fractured during use¿. Based on the characteristics of the ptfe peeling, it is consistent with interaction with the torque device, either during use or during removal of the torque device after use. An assignable cause of handling damage will be assigned to the analyzed ¿guidewire ptfe coating peeling.¿

Event description:
It was reported that during oa aneurysm embolization case, when operator delivered the subject guidewire but the subject guidewire could not be rotated. The subject guidewire was withdrawn together with the microcatheter and found 20cm from tip of guidewire was fractured. The subject guidewire was replaced with a new guidewire and completed the procedure without clinical consequences to the patient.